Event description:
Patient was found dead on floor having low flow alarms. The log file analysis showed the low flow; the flow had already been down to 0.6 at the start of the event log file. On (b)96) 2019, there was the start of no external power alarms and continued to where the ebb had no power left to it to run the pump. The driveline was disconnected on (B)(6) 2019. The patient was connected to the mpu from the beginning of the log file until the no external power occurred. The pump appeared to have been operating as intended.

Event description:
Cause of death was heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The controller event log file contained approximately 12 hours of data from 01sep2019. Constant low flow hazard alarms were captured throughout the entirety of the file, with estimated flow values ranging from 0.0-1.6 lpm. A specific cause for these events could not be conclusively determined through this evaluation. Despite the observed alarms, the pump appeared to have functioned as intended. The account reported that the patient was found unresponsive at home and pronounced dead. The cause of death was determined to be heart failure; however, it was unknown if the patient¿s death was related to the device. It was also reported that heartmate 3 lvas was sent to pathology and it was unknown if it would be returned for evaluation. If the pump is returned at a later date, this investigation will be reopened to include the device evaluation. The hm3 lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient found unresponsive at home and pronounced dead at home. Medical examiner (me) was contacted by lvad team for more information. Patient had alarms at home. It could not be determined whether the death was device related or not. Patient was found dead on floor having low flow alarms. During the analysis of the log file, there was the low flow spoken of. Unfortunately, the flow had already been down to 0.6 at the start of the event log file. On (B)(6) 2019, there was the start of no external power alarms and continued to where the external backup battery (ebb) had no power left to it to run the pump. The driveline was disconnected on (B)(6) 2019. The patient was connected to the mpu from the beginning of the log file until the no external power occurred. The pump appeared to have been operating as intended.